Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with unspecified intravenous antibiotics (ongoing) for the peritonitis. On an unknown date during hospitalization, the patient experienced cloudy fluid, pd therapy was discontinued, and the pd catheter was removed. On an unreported date, the patient experienced sepsis. The cause of and treatment for the sepsis was not reported. Fourteen days after the peritonitis onset, the patient passed away. The cause of death was reported as pulmonary pneumonia. The patient was not recovered from the peritonitis event prior to death and an autopsy was not performed. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.